Event description:
Patient allegedly received an implant on (B)(6) 2010 via the internal jugular vein due to pulmonary embolism. Percutaneous filter retrieval was attempted on (B)(6) 2018 but the filter was not able to be retrieved. The implant was retrieved percutaneously on (B)(6) 2019 due to the ivc filter was perforated and tilted. Patient is alleging filter tilt, vena cava perforation, and fracture. Patient further alleges, ¿severe back, leg and chest pain.¿ patient has also noted physical limitations. (B)(6) 2017- CT abdomen pelvis wo IV contrast. "Unchanged appearance of the infrarenal ivc filter, with prongs likely extending outside the ivc lumen." Impression: "unchanged position of the inferior vena cava filter since (B)(6) 2014." (B)(6) 2014- CT abdomen pelvis wo IV contrast - 3rd party review dated (B)(6) 2017. "Positive for caval perforation. A total of 4 prongs haver perforated the ivc. Maximum distance prongs perforated approximately 7mm. Coronal images approximately 5 degree tilt left to right. Sagittal images 3 degree tilt posterior anterior." (B)(6) 2017- ivc filter removal operative report. "Kumpe catheter was advanced into the ivc and inferior venacavogram was performed. Previously placed inferior vena cava filter was seen with slight tilting of the filter to the patient's right side. One of the legs of the filter was broken and was seen in the posterior, left side of the ivc. Over an 0.035-inch wire, a tract was dilated and a 16-french sheath was placed. I tried to lasso the hook on top of the filter using a cook filter retrieval system. I was unable to lasso the hook, subsequently, using a deflecting wire, I was able to grab the hook. I was able to pull the filter more centrally in the vein. Subsequently, using the cook system, I was able to lasso the hook on top of the filter. The filter was collapsed and it was removed without difficulty. The patient tolerated the procedure well.¿ impression: ¿successful removal of inferior vena cava filter. No thrombus was seen in the inferior vena cava. There was a fragment of 1 of the legs of the filter that was in the retroperitoneum and outside the vena cava. This fragment was not removed.¿

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) ¿ device tilt. Appropriate term/code not available (3191) ¿ device perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported severe back, leg and chest pain, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: tilt, vena cava perforation, fracture, severe back, leg and chest pain, and physical limitations no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2010". It is alleged that "[pt] was injured without further explanation". Hospital and medical records have been requested but not yet provided.